Manufacturer narrative:
(B)(4). The returned ultraflex tracheobronchial stent was analyzed, the stent was received deployed and the delivery system was not returned. A visual evaluation did not note any anomalies with the stent; however, a dimensional evaluation of the stent did find the distal and medium sections of the stent were not within specifications. The outer diameter (od) of the stent was measured in three sections: distal, medium, and proximal. The proximal section was within specifications; however, the distal and medium sections were slightly larger than specified. A functional evaluation could not be performed because the stent was returned fully deployed. No other issues with the device were noted. The reported event of stent failure to deploy and shaft kinked were not confirmed as the delivery system was not returned and the stent was received completely deployed. The observed failure of the od being greater than specification for the distal and medium specifications would not impact the reported deployment issues. The design elements which drive the deployment force are the crochet knot geometry and the presence of mediglide on the tight crochet knots of the stent. Therefore, it is possible factors during the procedure or the handling of the stent after the deployment could have caused the stent to deform resulting in the od to be out of specification. A review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a ultraflex tracheobronchial stent was to be implanted to treat a malignant stenosis in the right main bronchus, during a fiberoptic stent implantation procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the physician was able to advance the stent into the right main bronchus of the patient's body; however, the shaft was kinked. Reportedly, the stent deployment suture could not be pulled and the stent failed to deploy. The procedure was completed with another ultraflex tracheobronchial stent . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Reportedly, the complainant fully deployed the stent outside the patient before returning for analysis. Note: this event has been deemed a reportable event based on the investigation finding of stent deformed.